Event description:
It was reported the programmer has software problems. Specific details were not available. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the device powers up with an error. It was also noted that a different error occurred when trying to reload software. It was further noted that standoffs were found on the main processing unit (mpu) in the wrong place, a nut was missing from the personal computer memory card international association (pcmcia) card, a screw was loose and the system fan was noisy.